Event description:
The device was received and evaluated.

Manufacturer narrative:
Device evaluation summary - as received, impressions were observed on the free margins of leaflets 1 and 3 at commissure 1. Free margin of leaflets 1 and 3 were folded towards the cusp of leaflet 3. As no suture tracks were visible, these impressions may likely be due to subvalvular interference in the ventricle such as chordae tendineae. Incidental findings: x-ray showed wireform distortion. Visual examination confirmed that commissure 1 was slightly bent. The reported clinical observation was confirmed as there were impressions on the leaftlet of the outflow of valve. Subvalvular interference occurs when a leaflet is not allowed to fully open by a subvalvular cardiac structure such as chordae tendanae. This can keep the valve from functioning properly and can occur due to improper technique, poor visualization of the valve during implant and patient related anatomical issues. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. The instructions for use (IFU) for this product contain the following statement "caution: exercise special care when using subvalvular apparatus preservation techniques to avoid chordae entrapment by a strut."

Manufacturer narrative:
Additional manufacturer narrative - the reported device was returned to edwards for evaluation, however, the evaluation has not been completed. Additional information will be reported when available.

Event description:
Edwards received information that during surgery a 31mm mitral valve did not open. There was no injury or death reported associated with the event. The valve was returned for evaluation.